Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the silver frame around the silence button was observed to be missing and the flow verify of final test had failed on the device. The vanity cover and flow sensor were replaced to address the issues.